Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as rubbed raw on back. There was no alleged device malfunction contributing to the irritation. The patient¿s physician placed gauze between the lifevest and the irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.